Event description:
It was reported that the patients remote control continued to show a communication failed message. It was noted that the patient was having difficulty charging the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded by the facility.